Event description:
The facility reports the cna had hooked the sling to the lift and began to lift the resident when the sling detached from the lift and the resident fell to the floor. The resident was uninjured.